Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with an implantable cardioverter defibrillator that could not be interrogated with radiofrequency (rf) telemetry. It was noted that the patient's transmitter had been disconnected since (B)(6) 2020. The device was able to be interrogated successfully with inductive telemetry. A cybersecurity firmware upgrade was installed, and rf telemetry was working again. The patient was stable throughout.